Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with stress urinary incontinence (sui) and was implanted with an obtryx sling on (B)(6) 2011. As reported by the patient's attorney, the patient underwent a revision surgery related to the obtryx device on (B)(6) 2016 due to pain after transobturator mesh and dyspareunia. Boston scientific has been unable to obtain additional information regarding the event to date.